Event description:
The pronova-o2 bed (serial #(B)(6)) was stuck in supine at 16 degrees and would not go to zero. We needed to switch beds. When trying to get the patient out of this bed and into the other bed, the side rail on the right arm would not move so we had to rearrange room and move him out of the left side of his bed into the new bed.